Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer also stated that insulin pump had no delivery alarm. Customer stated alarm did not occur during manual prime. Customer stated event was resolved by changing complete set. The device will not be returned for analysis.